Event description:
It was reported that a durom revision surgery took place. Case was reported to the mhra via the implant retrieval centre. We have requested additional info such as reason for revision, surgery reports and x-rays. Additional info will follow.

Manufacturer narrative:
This report will be amended when our investigation is complete.